Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The catheter used during this procedure was not returned for evaluation since there was no report of catheter or laser system malfunction, just anticipated procedural complication of thrombus.. The customer's reported complaint of patient developed thrombus during the procedure cannot be confirmed given the nature of this serious adverse event. There was no report of catheter or laser system malfunction. Thrombus is cautioned in the instructions for use as a potential procedural complication. The device history records were reviewed for the reported catheter serial number. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports. Labeling review: the procedural complication of thrombus and distal embolization is cautioned in the instructions for use that is provided with the catheter device. In addition the IFU contains the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion . If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. Hardware review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware service order records cannot be performed. In addition, the laser system could not contribute to the reported thrombus event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a 2.0mm auryon atherectomy catheter. During a procedure, the device was used to treat an superficial femoral artery (sfa) chronic total occlusion (cto). After auryon use, and then proximal tibial artery (pta), the thrombus was noted to be in the proximal anterior tibial artery (ata). It is not clear when the clot migrated to the ata. A 0.9mm eximo atherectomy catheter was opened and the thrombus in the ata was treated along with the pta. The patient was reported as unaffected by this event post procedure. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.